Event description:
It was reported that a all-in-one empty eva container 3000 ml capacity had a hole. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: lot 66641a7422 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further review, it was noted that additional information was received from the customer stating that the product involved in this event was a non-baxter product. Therefore, a baxter all-in-one empty eva container is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.